Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ laparoscopic hysterectomy') in a female patient who had essure (batch no. 621804) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient is scheduled to have a laparoscopic hysterectomy on (B)(6) 2021. Lot number: 621804 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the uterine haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia and uterine haemorrhage to be related to essure (ess205). The reporter commented: patient is scheduled to have a laparoscopic hysterectomy on (B)(6) 2021. Lot number: 621804. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: event 'medical device removal' was updated to 'abnormal uterine bleeding'. Model number was changed from ess305 to ess205. Event: joint pain, removal date, insertion date, reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ laparoscopic hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient is scheduled to have a laparoscopic hysterectomy on (B)(6) 2021. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/ laparoscopic hysterectomy') in a female patient who had essure (batch no: 621804) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient is scheduled to have a laparoscopic hysterectomy on (B)(6) 2021. Lot number: 621804. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure had perforated through the tube') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (ess205) (batch no. 621804) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical polyp, nabothian cyst, endometrial polyp, paratubal cyst, pelvic pain and c-section. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy and robotic laparoscopic hysterectomy with bilateral salpingectomy, essure devices and cystoscopy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, abnormal uterine bleeding and arthralgia outcome was unknown. The reporter considered abnormal uterine bleeding, arthralgia and fallopian tube perforation to be related to essure (ess205). The reporter commented: patient is scheduled to have a laparoscopic hysterectomy on (B)(6) 2021. As per mr discrepancy noted in essure removal date: (B)(6) 2021. Lot number: 621804. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: medical record received. Reporter information added, case became medically confirmed. Patient medical history and reporter causality comment was added. New event: right essure had perforated through the tube added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient is scheduled to have a laparoscopic hysterectomy on (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.